Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the physician could not get the lead into the target position due to the helix not extending properly. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.